Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted chordae tendineae remained attached along the outflow edge of the sewing ring. All leaflets were in the closed position. A fray from the lunula of the right cusp was on the same plane as the coaptive ridge of the non-coronary cusp. All leaflets were slightly stiff but flexible except where visible mineralization was noted on the outflow of the right cusp. A tear through the free margin and lunula of the right cusp appeared to have originated with moderate tissue deterioration associated with mineralization but increased in size during explant. Moderate tissue deterioration due to mineralization was observed on the free margin of the right cusp adjacent to the nodule of aranti. Serrated markings consistent with forceps during explant, were noted on the tissue and base stitching and tunica of the right cusp. All commissures appeared intact. Trace to moderate pannus was observed along the sewing ring, tissue and base stitching. Pannus extended along the outflow edge of the sewing ring, covering the chordae tendineae, to the back of the left right stent post, along the outflow rail adjacent to the non-coronary and left cusps and top of the right non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed mineralization in the left cusp adjacent to the point of coaptation with traces along the outflow. Conclusion: based on the analysis it appeared that there was a combination of mineralization, and pannus overgrowth observed on the explanted valve. These findings are generally considered a patient-related condition. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted for 42 months, was explanted due to mitral stenosis. The valve was successfully replaced with a 27mm mechanical valve. When explanted, the base ring was cut. There were no adverse patient effects and the patient was not symptomatic. It was reported that the patient had a history of rheumatic fever. The explanted valve was returned for analysis and histopathology has been requested.